Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles in tubing. Customer's blood glucose was 197 mg/dl. The customer stated has removed tubing and would like to change tubing so she doesn't runout of insulin. After troubleshooting was done, customer was able to fill tubing with out getting air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.